Event description:
It was reported that while in use on a patient, this 840 ventilator generated and displayed an alarm message "unable to determine status of breath delivery" and stopped delivering breaths. The patient was removed from the ventilator, manually ventilated via an ambu bag, and then placed on an alternate ventilator without injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator generated and displayed an alarm message "unable to determine status of breath delivery" and stopped delivering breaths. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory with relevant diagnostic codes. The sp found that the breath delivery (bd) started making a clicking sound on start up in normal mode. Also, that the exhalation valve was intermittently opened and closed in service mode. The sp isolated the issue to fault to the analog interface (ai) printed circuit board assembly (pcba) and bd central processing unit (cpu) pcba. The parts will be replaced and summary will be updated with the repair information. The likely cause of the event was isolated in the field to a potential fault in the ai pcba and bd cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 device evaluation summary: additional information was received that the repair was completed on 2022-may-16 by replacing the ai (analog interface) pcba (printed circuit board assembly and bd (breath delivery) cpu (central processing unit) pcb to address diagnostic codes. The ventilator was tested on a test lung for three days under the same patient setting and no failures occurred. The ventilator passed all testing per manufacturer specifications at the time of service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return. Section h6 updated due to part return. Evaluation code component - remove g02005 and add g0201201 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator generated and displayed an alarm message "unable to determine status of breath delivery" and stopped delivering breaths. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory with relevant diagnostic codes. The sp found that the breath delivery (bd) started making a clicking sound on start up in normal mode. Also, that the exhalation valve was intermittently opened and closed in service mode. The sp isolated the issue to fault to the analog interface (ai) printed circuit board assembly (pcba) and bd central processing unit (cpu) pcba. The unit passed all test and calibrations as per manufacturer specifications at the time of service. One bd cpu pcba was returned to medtronic for failure investigation. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One ai pcba was returned to medtronic for failure investigation. A visual inspection was carried out on the returned ai pcba, no anomalies were observed. The ai pcba was attached to test ventilator and powered up. On power up the exhalation valve was opening and closing. The fault was isolated to capacitor c157. The cause of the event was isolated to a faulty capacitor c157 in the ai pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.